Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube that the gel barrier does not separate well and gel smears up the side of the tube wall. These issues occurred on an unspecified number of samples. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure modes for poor barrier separation (pbs) and gel smearing were observed. Additionally, one hundred (100) retention samples of each reported batch from bd inventory were evaluated by visual examination and no issues were observed. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of pbs and gel smearing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4176044. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 31-dec-2025. H4. Device manufacture date: 24-jun-2024. D4. Medical device lot#: 4081472. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 30-sep-2025. H4. Device manufacture date: 21-mar-2024. D4. Medical device lot#: 4156047. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 30-nov-2025. H4. Device manufacture date: 04-jun-2024. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube that the gel barrier does not separate well and gel smears up the side of the tube wall. These issues occurred on an unspecified number of samples. There were no health consequences or impacts reported.